Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the ICD could not be interrogated. Several different programmers and telemetry tests were attempted unsuccessfully. The ICD was explanted. No adverse consequences for the patient.

Manufacturer narrative:
The reported field event of an inability to communicate was confirmed in the laboratory. Upon receipt, no communication could be established between the device and programmer due to low battery voltage. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The original battery was returned to the vendor, and no anomaly was found. The cause of the battery depletion could not be determined.